Event description:
It was reported that the device is not holding and delaying in response. No backup device was available.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no complaint related issues were observed. A functional evaluation was performed. The unit pressurized normally 20 times with no delays. The unit passed the 30 pound weight test. The piston migration was 1.24 inches. The proximal dumbbell joint was very stiff. The complaint of not holding with a delayed response was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.